Event description:
It was reported by the customer that a pyxis medstation es system had a tower door failure. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by tower door failure. A field service engineer connected to the station and conducted diagnostics with no detected failures. To ensure accuracy, manually opened all tower doors before rebooting the station, powered off the machine, removed the latch column, reseated all connections. The system functioned as intended after the field service engineer troubleshooted the device.